Manufacturer narrative:
(B)(4). Evaluation: results: (hemorrhage, stent thrombosis, tvr).

Event description:
During the index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted at the proximal lad and one stent endeavor sprint rx drug-eluting stent implanted at the mid lad. Patient was asymptomatic at 30 day and 6 month follow-ups. A revascularization of the proximal lad was performed approximately 11.5 months post index procedure. Patient had two other brand stents implanted to the proximal lad and one other brand stent implanted to the proximal lcx during revascularization procedure. Investigator reported that there was thrombus in a study stent. The investigator assessed that the thrombus event was likely to be due to the long procedure time, many guide wires, and a lack of heparin. Approximately 12 months post index procedure, it is reported that the patient suffered a spontaneous gi bleed. Patient received an auto transfusion. The investigator assessed that the event was not related to the study stent or study procedures. Patient was asymptomatic/free of symptoms at 1.5 year, 2 year, and 2.5 year follow-up. Patient had cardiac status of silent ischemia at 3 year follow-up. No other clinical sequelae were reported. (Ref MFR # 9612164-2011-00816).